Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Technical error 41 was found during device log review which confirms the reported event. The reported device was not sent back to brézins for investigation but was repaired locally. Due to the reported issue and as per technical manual instructions, recommended repair actions were to replace the pressure sensor which was sent to brézins for further investigation. Nothing was observed during visual inspection. Part was cross-tested and several tests were carried out. No technical error was triggered and no value fluctuation was observed. Although the sensor was found functional, random technical error 41 has been identified on some devices and is due to a defective pressure sensor. An internal CAPA is addressing this type of issue. The reported serial number is not among the list of affected devices but close enough to leave a possibility of being linked to it. It might also be related to another cause that could only be analyzed with the associated device. Therefore the root cause of this event remains unknown. To our knowledge this complaint was not related to patient safety. This complaint is considered as valid. The trend is abnormal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.

Event description:
Error 41 (upstream pressure sensor).